Manufacturer narrative:
(B) (4). Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Information was received that reported a patient was hospitalized on (B) (6) 2009 due to an incident of hyperglycemia. Per the reporter on (B) (6) 2009, the patient was feeling ill, and vomiting. He was brought to the hospital and admitted with a blood glucose of 550 mg/dl. He was treated with insulin and IV fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.